Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-04339 and MDR ID#2134265-2013-04326. It was reported that during a post percutaneous coronary intervention procedure, motor drive unit (mdu) failed to perform pullback. During a post percutaneous coronary intervention procedure, an imaging catheter was attached to the mdu and tried to get image but then non uniform rotational distortion appeared and the image sometimes got lost. After which they push the pullback button on the mdu and it failed to perform pullback. It was further found out that there was a bad cable connection. No patient involvement.